Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump component became inverted. The surgeon made a small incision in the scrotum and repositioned the pump into its proper position. There were no complications during the procedure. All the existing ipp components remain implanted. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.